Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that shock impedances on this right ventricular (rv) lead were high out of range. Capture thresholds were also high. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. The patient's implantable cardiac defibrillator (ICD) remains in service.